Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced over stimulation while lying down. As a result, the patient deactivated her stimulation but was unable to turn on stimulation afterwards. An sjm representative met with the patient for reprogramming but was unable to resolve the issue. Diagnostic testing revealed high impedance on all contacts. Surgical intervention may take place at a later date.